Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the cable could not inserted into the single side tensioner. The surgeon use double side tensioner, new cable and sleeve. There was about 30 min delay in the procedure. Adverse consequences are not reported.